Event description:
No additional information.

Manufacturer narrative:
As no physical or picture sample, or valid lot number was provided for evaluation, by our quality engineer team, a complete investigation could not be performed. There are current quality controls in place to detect this type of product malfunction during the production process. Based on the limited investigation results, a cause for the reported incident could not be determined. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
H11 -a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. In this MDR, bd franklin lakes, nj has been listed in sections d.3. And g.1. As the manufacturing site is unknown. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field.

Event description:
It is reported disconnection. Event description: we transitioned to xxxx phaseal optima membrane technology for dispensing home ambulatory infusion pumps of 5-fu approximately one year ago. We are experiencing a number of disconnects at home. Even in clinic, before the patient is sent home, we are finding that the membrane connector interface loosens up from the line luer end between initial attachment in the mixing room, to the point of hand-off to nursing. Our compounding team is aware of this issue and have already tightened as much as they can in the mixing rooms. We are also seeing labeled and advertised use on the xxx website as intended for infusions <24 hours. Could we have data supporting use of 5-fu for applications >24 hours? We were able to discuss the >24h off-label use of optima but it seems the disconnections he described are more of an unluering of the injector from the tubing prior to the drug leaving the pharmacy or during transfer to the floor. Please see the following. They use the locking injector and find it challenging to make a tight connection with every pharmacist, every time he described ¿many¿ disconnects of the injector unluering from the tubing during transport to the floor, he¿s asked his team and the nurses to track better they use xx tubing (unable to provide specific skus). He thinks the injector needs more threads and asked for a bonded set (which I will pass on to marketing).